Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on (B)(6) 2016. On (B)(6) 2001 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. The placement was painful and there was complication. The consumer bled excessively the next morning; pain and bleeding persisted for weeks. Consumer experienced pelvic pain, hips pain, abdomen pain, head pain, groin pain, dizziness, tiredness, insomnia, hair problems, and heavier menstruation. Consumer reported problems with movements. She contacted a doctor. An ultrasound was performed but no result was provided. She stated that she had a vitamin b12 deficiency. Company causality comment:this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pelvic pain and bled excessively the next morning (post insertion procedure). The events are listed in the reference safety information for essure. Bled excessively the next morning was regarded as related to essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pelvic pain and essure use cannot be excluded. Since this event led consumer to unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1573 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pelvic pain and bled excessively the next morning (post insertion procedure). The events are listed in the reference safety information for essure. Bled excessively the next morning was regarded as related to essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pelvic pain and essure use cannot be excluded. Since this event led consumer to unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible.